Event description:
The customer reported to the philips response center (rc) that the device was failing, the user initiated operational check (opcheck). The rc arranged for the device to be sent to the philips repair bench (bench) for evaluation. This is a user initiated testing issue; there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).